Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the customer spilt liquid on the insulin pump, exposing it to moisture. Customer's blood glucose level at the time 170 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and no act button response due to corroded keypad trace. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. No moisture damage inside insulin pump noted.